Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing issue with global find for meds. A technical support specialist (tss) dialed into the med es app server, then login to patient encounter system (pes), there open the med inventory, then manage inventory, then proceed to settings, then devices, then device settings and verified that all the stations were in profile mode. After that the client reached out back and confirmed that the issue had resolved, also mentioned that there was no configuration for the affected medication. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server global find did not show drug location. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.